Event description:
International affiliate reports that t9-l3 instrumentation was done with isola system 10 years ago for the patient with spinal canal stenosis. On (B)(6) 2014, reoperation for extension was conducted because the patient had hernia at l3/4. The surgeon removed screws at l2,3 and then tried to bend isola 6.35mm rod with an isola in-situ rod bender (two piece instrument, left and right sections) to link isola and expedium implants. However, the tip of one section of the in situ isola rod bender bender broke during bending. Additionally, the second section of the rod bender was found to have a different length despite the same type products. Since the rod was already bent enough, the procedure was completed without problem. No surgical delay or harm to the patient was reported.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The is rod bender-in situ [product code: 20-6030] was not returned to the complaints handling unit (chu) for evaluation. While it was initially identified that the rod bender was available, three requests were made to have the sample returned however, 28 days have passed from its alert date of september 22nd, 2014 and no sample has been received or a tracking number provided. No indication has been given to the sample¿s availability. Sample status has been changed to ¿none.¿ should the rod bender become available at a later date, then it will be evaluated. A review of the device history record (DHR) for the is rod bender-in situ could not be conducted as the lot number is unknown. A trend analysis for the is rod bender-in situ was conducted. The complaint search for the above-mentioned device indicated no reported complaints other than this one for issues describing broken rod bender tips. Without the return of the rod bender we are unable to confirm the reported issue or identify the root cause. As there has been no systematic trend observed this complaint file will be closed with no further actions required. Should sample involved with this complaint file become available at a later date, the complaint file will be re-opened and sample evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.